Manufacturer narrative:
(B)(4). Additional information was received from the sales rep. Regarding the event. The sales rep reports the treatment/medical procedure was antibiotic therapy. The cvc was placed in the patient for 4 days, and was done so according to the "standard instructions". No harm reported to the patient. Placement of a new catheter was required. The customer returned one unopened representative sample for evaluation. Visual examination of the kit, catheter, or box clamp did not reveal any defects or anomalies. The inner diameter of the returned catheter clamp measured to be 0.064" which is within specifications of 0.063-0.066" per product drawing. The outer diameter of the returned catheter measured to be 1.65 mm which is within specifications of 1.65-1.75 mm per product drawing. No dimensional issues were identified. The catheter clamp and fastener were attached to the catheter body. The box clamp assembly was held stationary and the catheter was tugged on in both directions and moderate movement was identified. The suture wings of the juncture hub were then held stationary and the catheter was tugged on in both directions. No movement was identified. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "secure catheter: use a catheter clamp and rigid fastener, catheter stabilization device, staples or sutures. Use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary. Snap rigid fastener onto catheter clamp." The customer report of a catheter migration was confirmed by functional testing of the representative sample. The catheter moved when secured by only the box clamp, but passed when secured by the juncture hub suture wings. The primary suture location for this catheter is on the juncture hub using the triangular wings. It could not be determined if the box clamp was used as the primary or secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the cvc catheter has loosened from the box clamp. The result was that the catheter slipped out completely and was loose in the bandage. A new catheter was inserted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the cvc catheter has loosened from the box clamp. The result was that the catheter slipped out completely and was loose in the bandage. A new catheter was inserted.